Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 500mg/dl. The customer stated that he did not feel well all day, and he was treated with an insulin drip and fluids, and then released. Troubleshooting was performed. The time, date, and setting were correct. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. Assisted the customer to change the infusion set and to reset the fixed prime/rewind. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.